Event description:
Soft tissue damage, pain to patient, according to surgeon. Thinks possible trunnionosis present, sent tissue to lab for testing. Possible mars or metal reaction. Revised to biolox head.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Manufacturer narrative:
An event regarding trunnionosis (altr) involving a metal femoral head was reported. Conclusion: a medical review performed indicated the medical records from the revision surgery indicated that the "taper was inspected. It was visually undamaged". Further to this the reported device remained implanted, only a ceramic head was implanted at the revision. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Soft tissue damage, pain to patient, according to surgeon. Thinks possible trunnionosis present, sent tissue to lab for testing. Possible mars or metal reaction. Revised to biolox head